Event description:
End user called to complain of getting high results with the calibration of the device. The complaint was confirmed from phone trouble-shooting. The device was replaced and the defective one returned for investigation.